Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: the advanix stent with naviflex delivery system was received for analysis. Visual and microscopic inspection found that the guide catheter was kinked and detached, and the push catheter suture hole and stent suture hole were torn. The push catheter was damaged (torn) near the lock mechanism, and the stent barb was torn and deformed. No other problems were noted with the device. Product analysis confirmed the reported events of catheter guide break and suture deployment issue. The investigation concluded that the reported events and additional investigation findings were most likely caused due to procedural factors. The way the device was inserted into the scope, the physician's technique, and the tortuosity of the procedure, most likely contributed to the device being unable to deploy the stent. As a result, the manipulation and excessive force used to deploy the stent caused the encountered damages found on the device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded center bend stent was used in the biliary duct to treat stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was unable to separate from the introducer. Subsequently, the introducer broke off when it was removed and was retrieved. The procedure was completed with another advanix biliary preloaded stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded center bend stent was used in the biliary duct to treat stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was unable to separate from the introducer. Subsequently, the introducer broke off when it was removed and was retrieved. The procedure was completed with another advanix biliary preloaded stent. There were no patient complications reported as a result of this event.